Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and failed to deliver pacing therapy when required. The lead was explanted as result and a new rv lead was implanted. There were no additional adverse effects reported.